Event description:
Bone marrow aspirate and biopsy attempt and was unsuccessful - low suction. Manufacturer response for (B)(4) needle, trap system (per site reporter) none yet.

Manufacturer narrative:
The following elements have blank data.

Event description:
Bone marrow aspirate and biopsy attempt and was unsuccessful - low suction. Manufacturer response for jamshidi needle, trap system (per site reporter). None yet.